Event description:
It was reported that the patient's blood glucose (bg) levels reached 315 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied as treatment.

Manufacturer narrative:
Corrosion was observed on the pcb. Due to the presence of corrosion, a leak test was performed. An internal leak was observed in the unexposed portion of the soft cannula, 0.23 inches from the nail head. The battery voltages were measured and all found to be lower than expected. A power supply was used for download. Download data showed no timeouts or drive stalls and no alarms were generated. The smc could not be accurately be measured due to the corrosion. The internally torn soft cannula is confirmed as the cause of the insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.